Manufacturer narrative:
D10: m/l taper femoral stem (00-7711-010-00, 62059159); versys femoral head +0 (00-8018-032-02, 62091865); trilogy acetabular shell (65-6200-050-22, 62049516); trilogy acetabular liner (00-6305-050-32, 60999098); bone screw (00-6250-065-25, 62136805). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00014; 0001822565-2021-00507. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a right total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 7 years later due to elevated metal ion levels, pain, ho, tissue damage, synovitis/bursitis, implant wear, scar tissue, necrosis, and invivo corrosion. The head and liner were revised. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified dark debris is present inside the taper of the head. The head is in otherwise decent condition with only minor visible surface scuffing. The rim of the liner has been deformed such that poly strands protrude from the surface. The screw hole openings of the shell have been imprinted onto the liner. The locking groove shows signs of damage. A large scratch was observed on the outer radius. The inner radius of the liner is scratched and discolored. The stem remains implanted. The head was submitted for further analysis. Analysis determined damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Root cause unchanged. No problem was found with the stem in relation to the heterotopic ossification as the healthcare professional previously reviewed the reported event and determined it was not device related. This complaint was confirmed based on the returned devices and provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6 reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a healthcare professional. Patient underwent a right tha due to oa; no intraoperative complication noted. Patient was revised due to elevated metal ions, pain, ho, tissue damage, synovitis/bursitis, implant wear, scar tissue, necrosis, and invivo corrosion. Labs confirmed elevated cobalt levels of 7.5, chromium levels were less than 0.1mcg/l. Revision operative notes identified persistent right hip pain. Right hip synovitis and acetabular liner wear. There was wear debris in the posterior aspect anterior-superior and inferior circumferentially around the liner. There was hypertrophic tissue overlying the trochanter and evidence of partial tearing of the abductors. There was impressive bursal inflammation and debris that was debrided back to a stable base. No fluid collection or obvious mass in thigh. There was mild metallosis at the femoral head neck junction. No obvious metallosis. Fibro-adipose tissue with necrosis and focal perivascular lymphocytic infiltrates consistent with aseptic lymphocyte vasculitis-associated associated lesion. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00014.

Event description:
It was reported that patient underwent a right total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 7 years later due to unknown reasons. The head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.